Event description:
It was reported that a syringe 0.5ml 31ga 6mm 10bag 500cs separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separated on one syringe. Verbatim: consumer reported found 1 syringe without a needle on syringe. Needle hub within the shield. Found when removed shield from syringe. Lot #: 0125266, catalog#: 324911. Date of event: (B)(6) 2020. Samples status awaiting sample."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/11/2021. H.6. Investigation: customer returned (1) 0.5ml bd insulin syringe from lot 0125266. Consumer reported needle hub within the shield. The returned syringe was examined, and it was observed that the barrel tip was broken; the broken barrel tip was observed to be inside the needle hub/shield assembly. A review of the device history record was completed for batch# 0125266. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200892593] noted that did not pertain to the complaint. Root cause could not be identified.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 0.5ml 31ga 6mm 10bag 500cs separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separated on one syringe. Verbatim: consumer reported found 1 syringe without a needle on syringe. Needle hub within the shield. Found when removed shield from syringe. Lot #: 0125266, catalog#: 324911, date of event: (B)(6) 2020. Samples status awaiting sample"